Manufacturer narrative:
(B)(4). Evaluation summary: visual, dimensional and functional inspections were performed on the returned device. The reported deflation issue and difficulty removing the bdc from the guiding catheter were not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported deflation issue. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The nc traveler is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was to treat a non-tortuous, mildly calcified de novo lesion in the left anterior descending artery that was 90% stenosed. A 3.5 x 15mm nc traveler balloon dilatation catheter (bdc) was advanced to the lesion with no resistance. It was then inflated and deflated without issue three times up to 18 atmospheres. Approximately 10 seconds were held negative to deflate the balloon. Once the bdc was deflated, it was pulled into the guiding catheter (gc) tip and no resistance was met. However, as the bdc was being pulled proximal inside the gc, resistance was met and the bdc was unable to be removed from the gc. Therefore, the entire system (gc, bdc and guide wire) was removed as a single unit. Once outside of the anatomy, the bdc was removed out of the gc and it was confirmed that the balloon was only partially deflated. No further dilatation was performed with another device. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.